Manufacturer narrative:
D9: date returned to mfg.: 2/11/2026 h3 and h6. Codes: updated. Device evaluation: product was returned for evaluation. No damage was observed on the device. All seals appear to meet visual criteria. A leak was identified during functional testing, although its exact location could not be determined. All devices are one hundred percent leak tested; therefore, the defect occurred outside of the manufacturing facility. It is unknown how the defect occurred, but the defect could not be attributed to the manufacturing process as no device integrity faults were able to be identified. The complaint was confirmed. Furthermore, air leakage from the bag would not pose a risk to the patient and would not cause an interruption of therapy. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited air leakage with the inflation nozzle detached. There was no patient involvement, no injury was reported.